Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the lead site. To address the issue, the physician hospitalized the patient and prescribed antibiotics. The infection has since resolved.